Manufacturer narrative:
Retention test strips were tested in comparison to the current masterlot (ml 13 #286321-80 recal. Rtf/09) on internal reference meters. Human blood samples from marcumar donors were measured. The obtained results were in the allowed range. The retention material meets the specification the investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek inrange meter serial number (B)(4) compared to the laboratory results. The laboratory reagent was stago neoptimal. The measurements were performed twice. The two results from the meter were >8 inr. The two results from the laboratory were 3.1 inr. The results were within 3 hours. There was no allegation of an adverse event. The customer's therapeutic range was 3 - 4 inr.